Manufacturer narrative:
Analyzer a's serial number was (b)6). The serial number for analyzer b was not provided.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit (analyzer a) compared to a different e801 analyzer (analyzer b). The initial result from analyzer a was 286 pg/ml. The repeat result from analyzer a was 348 pg/ml. The sample was repeated twice on analyzer b with results of 256 pg/ml and 306 pg/ml.

Manufacturer narrative:
The serial number for analyzer b was (B)(6). It is not clear which result was believed to be correct. Analyzer a: qc was acceptable. One sample short alarm was observed on the alarm trace data. Analyzer b: calibration and qc were acceptable. No sample quality alarms were observed on the alarm trace data. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.